Event description:
Ous MDR - five months after implantation, the lead was reported to have been removed and replaced due to a suspected lead fracture. No worsening of the patient's health was reported.

Manufacturer narrative:
The lead properties were tested in the course of the analysis. The is-1 connector was not available for analysis. The analysis showed fraying of the insulation at 6.5 cm distal of the is-1 connector pin. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of this fraying lead to the assumption of a simultaneous occurrence of strong pressure and friction of the lead onto the ICD housing. The electrical properties of the lead were tested in the further course of the analysis. Aside from the existing damage, no impairment of the electrical conductors was found. There were no indications of material defects or manufacturing errors.